Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was taken off sedation and was observed to be not following commands. A stroke alert was activated. The blood gas, blood sugar and vital signs were stable. Other significant laboratory values were elevated white blood cell count and creatinine with a low hemoglobin level. Stroke scale (nihhs) was 26 indicating severe stroke. The patient was deemed not a surgical candidate for thrombolytic due to recent cardiac surgery (lvad implant). The CT scan was positive for age indeterminate right parietal hypodense lesion likely an ischemic infarct. The clinicians believed that this has a high potential for hemorrhagic conversion. The risks and benefits of anticoagulation were reviewed with the consideration of risk potential for device thrombosis. The clinicians used permissive hypertension as an approach to maximize cerebral perfusion. Repeat CT scan revealed age indeterminate right parietal infarction. The patient continued to progress. The issue was resolved on (B)(6) 2016 and was without any neurological deficit. No additional information was provided.